Event description:
Physician was performing a laparoscopic gastric bypass using eea stapler. Dr used device during procedure and when he went to remove device, the rim of device was broken. No patient harm. Rep was notified.